Event description:
Many health issues due to implants. Short of breath, joint pain, ringing ears, brain fog, headache, chronic fatigue, tingling sensation, numbness, vision problems, incontinence, hair loss, muscle fatigue, many many more.